Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition. The physician suspected a lead fracture but was unable to confirm. A revision procedure was scheduled. The rv lead was surgically abandoned and the pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. (Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected.) The device was then exposed to simulated heart load conditions, and the (defibrillation,) pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This report is being filed to submit the analysis results.